Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with their pacemaker in backup vvi mode. The cause of the backup was due to power on reset. The device was successfully restored and patient had no consequences.